Event description:
Boston scientific received information that the patient implanted with this right ventricular lead presented with a cough. Upon interrogation, it was noted that the amplitudes had decreased since implant. It was later reported that at implant there was less slack than expected with this lead but the physician opted to leave lead implanted. It was now discovered that this lead had dislodged and was successfully repositioned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.